Event description:
It was reported that stent damaged occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the middle part of the stent strut was damaged. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the middle part of the stent strut was damaged. The procedure was completed with a different device. No patient complications nor injuries were reported.